Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed following attempted surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cholesteatoma during explant surgery. A subtotal petrosectomy and blindsac procedure was performed. A depth gauge was used to stent. The recipient will be reimplanted at a later date.